Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Pump received with cracked case at the display window corner, cracked reservoir tube lip, broken battery tube threads and minor scratched lcd window. No discoloration on the battery compartment noted.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 850 mg/dl at the time of incident. Troubleshooting found that the threading at the battery cap is starting to break away. Customer indicated that they recently had diabetic ketoacidosis but that it was resolved. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test..